Event description:
The consumer reported the patient had experienced a loss or change of therapy. The patient had a lot of urgency since implant and had increased stimulation (B)(6) 2016, but felt stimulation in her right buttocks. During the call, it was confirmed the patient could feel stimulation. The patient had an appointment with the physician (B)(6) 2016. This was considered a gradual change in therapy/symptoms. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information from a patient reported the circumstances that led to the urgency symptoms and stimulation in the right buttock was it seemed not to be working. The patient added they are still having issues but they no longer have insurance. The patient's stimulator in the right buttock was replaced to try and resolve the urgency symptoms and stimulation in the right buttock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.